Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log had no related findings. Functional testing included accuracy testing. Three separate delivery accuracy tests were per formed. The delivery accuracy tests found the pump to be delivering well within the published specification of +/-6%. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump failed accuracy testing during inspection. No adverse patient effects were reported.